Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a syncope episode. The patient was connoted to an external ECG and the pulse generator exhibited loss of output and backup vvi operation. The patient was feeling unwell due to the reset. The device was explanted and replaced successfully. The patient was in stable condition.